Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been rebooting on its own. At the medstation, the application was up and running. The field service engineer (fse) asked the customer to log in and inventory medication to determine whether the application would trigger a reboot; however, no reboot occurred. The fse then asked the customer to enter maintenance mode and reboot the pyxis. The medstation returned to the application successfully. The fse spoke with a registered nurse, who stated that the pyxis was currently functioning but had been repeatedly rebooting earlier that morning. The fse presumed the pyxis had been in the middle of windows updates, which prevented the registered nurse from removing medications. The customer inventoried the medication, the pyxis was rebooted, and it returned to the application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept rebooted on its own. The station sometimes becomes stuck on the carefusion startup screen, and at other times it fully loaded and allowed medication removal. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.